Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the blurry image, the cause was due to damage or deterioration of parts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a blurry image. There was no patient involvement.